Event description:
A customer reported an issue with their continuous glucose monitor (cgm), specifically encountering error 42 while using the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and guided them through the reset process. After the reset, the cgm error was resolved, and the caller was able to successfully start a new sensor session.